Manufacturer narrative:
The device history record (DHR) for lot 20120013 was reviewed. No anomalies were noted on the lot release paperwork. The incident unit was returned for evaluation. The returned device met all specifications and performance requirements. No device related cause of the reported incident has been identified. The reported incident may have been related to the disease state of the patient.

Event description:
It was reported that during a lap ileocolic resection, the sealer, used extracorporeally, was not sealing well. The surgeon reported that after a double seal, the bleeding persisted. The mesentery was cut and tied to complete the procedure. There were no reported patient impacts and the patient is reported to be doing fine.